Event description:
An endurant ii stent graft system was implanted for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the taper tip sleeve did not re-combine to the spindle when retrieving the delivery system after the device deployment. No injury to the patient. Evaluation summary: upon inspection of the device, there was significant curvature to the graft cover, which was due to the device being returned within a small, square box. Additionally, there were two small kinks in the graft cover 15 and 25 mm from the distal edge of the graft cover that would not have impacted the capture mechanism. The wheel was at it home position and the spindle was recombined with the tapered tip sleeve. The rest of the device was unremarkable. The graft cover retracted successfully with rotation of the external slider. The wheel was rotated successfully, which advanced the tapered tip as expected. The spindle and sleeve were inspected and no abnormalities were observed. The wheel was rotated back, which successfully retracted the tapered tip to recombine with the spindle. The capture mechanism worked as expected. The event could not be confirmed since it took place in-vivo; the capture mechanism was unremarkable and functioned as intended. The root cause of the event could not be conclusively determined during analysis; however, patient anatomy combined with device positioning could have led to a curve between the tapered tip sleeve and spindle, which would have temporarily prevented recombination.

Manufacturer narrative:
(B)(4).